Event description:
It was reported that bd maxzero pressure rated extension set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that nearest port of extension set "exploded" upon a power injection and displaced the silicone within the device.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.